Manufacturer narrative:
The insulin pump had cracked case at display window corner, detached/broken off endcap and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the customer fell on the insulin pump and the bottom broke. The bottom of the insulin pump broke off. Customer' s blood glucose level was 342 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.